Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that original pump implanted passed pump preparation. Upon initiation of pump and the weaning off bypass, heartmate 3 (hm3) started at 3000 rpm, pulsatility index (pi) was 25.2 (ranged from 21-25's), and reading erroneous flow was 3.5-4 lpm. Patient was connected to heartmate touch (hmt). Increasing speed did not change parameters much. Pump was acting out of normal operation. Patient hemodynamics were normal, central venous pressure (cvp) was 10-12, and mean arterial pressure (map) was in 70's to 80's. Primary controller, heartmate touch, and power cables were changed out. Power module was changed out twice with continuation of the same issue. Healthcare provider was not comfortable with pump operation. The pump was unlocked to ensure no debris or obstruction. Surgeon explanted the pump only and a new pump was implanted with no issue. Normal pump operation was seen with the new hm3 device. Additional information stated that there was nothing out of the ordinary leading up to the reported event. Blood pressure continued to be fine while the first pump was in place. While the high pi values were being observed on the first pump, the patient¿s left ventricle was noted to have become quite large, as if it was not unloading. While the second pump was in, they did note that the parameters took some time to stabilize. Blood pressure was initially elevated, pi was elevated, and flow was low. However, these were stated to have quickly stabilized. Once everything settled, flows were in the 4s, and pi was in the 2s.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the heartmate 3 left ventricular assist device (lvad), serial number (B)(6), did not reveal any device-related issues. Review of the log files retrieved from the returned lvad and controller confirmed invalid flow estimation flags, low flow alarms, and elevated pulsatility index (pi). Although a specific cause for these findings could not be conclusively determined, it was noted that when (B)(6) was replaced, blood pressure and pi were initially elevated, and flow was initially low. A direct correlation between (B)(6) and the reported events could not be conclusively established through this evaluation. (B)(6) was returned assembled with the pump cable intact. The cuff lock was unremarkable. The modular cable was not returned. The apical cuff, sealed outflow graft, and sealed outflow graft bend relief were not returned. The pump body was placed in a basin of water prior to disassembly. The pump auto-started due to the set speed being 4600 revolutions per minute (rpm). No notable pump parameters were observed. The lvad log files were retrieved prior to disassembly. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from (B)(6) and the controller event and periodic log files downloaded from the returned controller, serial number (B)(6), were reviewed. The pump operated at the fixed speed, which was changed multiple times, ranging from 3000 to 4600 revolutions per minute (rpm). Invalid flow estimation flags and low flow values with low flow alarm flags were confirmed throughout the retrieved log files. The report of elevated pulsatility index (pi), as high as 25.5, was also confirmed. A specific cause for the log file findings could not be conclusively determined through this evaluation. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C is currently available. Section 1 ¿introduction¿ of this document provides an explanation of all pump parameters, including pump power, speed, flow, and pulsatility index (pi). This section explains that pump flow is a calculated value that is estimated based on pump power. In reference to power, this section states that pump power is a direct measurement of pump motor voltage and current. This section further states that changes in pump speed, flow, or physiological demand can affect pump power. Section 1 explains ¿when the left ventricle contracts, the increase in ventricular pressure causes an increase in pump flow during cardiac systole. The magnitude of these flow pulses are measured and averaged over 15-second intervals to produce a ¿pulsatility index¿ (pi).¿ the pi calculation represents cardiac pulsatility. Pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (i.e., the pump is providing greater support and further unloading the ventricle). ¿pulsatility index values near or above 10 may indicate potential problems. For pi values near 10 or above, please contact thoratec corporation.¿ section 1 of the IFU also describes the artificial pulse mode during which the rotor speed will periodically depart from the fixed speed by 2000 revolutions per minute to contribute to an intentional flow disruption. Section 4 ¿system monitor¿ of the IFU provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Additionally, this section (under ¿optimal fixed speed¿) outlines how to determine the optimal fixed speed and low speed limit. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook rev. D, is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.